Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the investigation results, the observed fiber breakage and dented distal end are most likely attributed to component failure. The most probable cause of the failed light transmission is attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for evaluation of a separate issue. During inspection and testing, the repair center identified fiber breakage, a dented distal end, and failed light transmission. There was no patient involvement.